Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the trunk cable connector was damaged and glued into a monitor receptacle, preventing incoming testing. The root cause for the damaged connector was the trunk connector being glued into the monitor receptacle. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.